Manufacturer narrative:
Engineering analysis was completed. Conductor wire broken near hypotubes. Noticeable skiving on flush tube.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument would not cauterize. The procedure was completed with no reported patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: no arcing was observed by the surgeon, nor the or staff. The patient did not experience any injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. There is obvious damage to the conductor wire. One of the conductor wires was found broken inside the housing at the proximal end. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery due to a broken conductor wire can be resolved by using an alternate instrument to complete the procedure.